Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The first pump (impella rp flex) is addressed under manufacturer report number. The second pump (impella cp) is addressed under manufacturer report number 1220648-2025-46177.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device and impella rp flex for mechanical circulatory support. It was reported on the first day of impella rp flex support that the purge pressure was found to be higher than expected, and there were no alarms that had indicated the high purge pressure. The following day, there were alarms for high purge pressure noted. The medical team was advised to follow hospital protocols, and were advised to change purge tubing, check for kinks in tubing, and verify the patient¿s activated clotting time was in therapeutic range. The medical team followed hospital protocol to add tissue plasminogen activator to the purge solution. The following morning, the high purge pressure alarms resolved, and the purge solution was switched back to bicarbonate solution. Additionally, it was reported on (B)(6) 2025 that the patient lacked pulses in their left leg, where both impella cp and rp flex were inserted, and the patient¿s right arm. It was noted that the patient had previous deep vein thrombosis and previous surgical complications which most likely contributed to the limb ischemia. The vascular team was consulted, but no further information was provided on any interventions that were performed for limb ischemia. On (B)(6) 2025 it was reported that the impella rp flex placement signal results were inaccurate as it was reporting flows higher than expected at p-4 with a negative pulmonary artery pressure. There was no change in motor current and no change in the patient condition. The patient remained on support until heart function recovered. The impella cp was successfully weaned and explanted, and the following day the impella rp flex was successfully weaned and explanted.

Manufacturer narrative:
Medical safety review of the limb ischemia event for association given bipella support (impella cp via left femoral artery and impella rp flex via left femoral vein) was completed and noted the report of limb ischemia goes against the impella cp as it could be pressing against/occluding flow to the artery which is associated with limb ischemia. Coding update: as the limb ischemia is unrelated to the rp flex, section h6 (health effect-clinical code) has been updated, corrected accordingly. Note: b5 (event description), b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) and h6 (health effect-impact, medical device problem, component coding) remain unchanged. Device status: additional information noted the impella rp flex device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related report numbers: this impella rp flex report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the limb ischemia.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: rp flex sn (B)(6) returned for investigation. High purge pressure: clinical reported a "high purge pressure" alarm on the console a few hours after case start. The pump was returned for investigation and tested for high purge pressure. The issue did not reproduce, maintaining a purge pressure of ~400 mmhg which is within product specifications. No abnormalities were observed on the product. Data log review shows a stable placement signal prior to starting the pump, indicating the pump was properly primed. A bag change was started at 21:39, but it was not finished until four minutes later at 21:43. Per IFU, the bag change should be performed within 90 seconds. About 7 minutes after the bag change was completed, purge pressure begins to rise and spikes up, triggering "high purge pressure" as well as "purge system blocked" alarms. The motor current also becomes dampened at this time, which indicates biomaterial ingestion. Tissue plasminogen activator (tpa) was added to the purge fluid, and the issue was resolved. The cause of the high purge pressure was most likely biomaterial ingestion that occurred due to a long bag change, as seen by the dampened motor current and timing of the bag change at the time of the alarms, which was resolved by tpa. The high purge pressure also did not reproduce in testing. Placement signal issues: clinical reported that the console was showing higher flows than normal at p-4, and placement signal was negative with no change in motor current. The product was returned for investigation and no damage to the pump was observed. Data logs confirm the negative placement signal and higher flow readings that occurred on the fourth day. Motor current remains pulsatile and consistent, and p-level isn't changed at this time. The differential pressure (dp) fluctuated down to negative, but it does not trigger a placement signal not reliable alarm. In physical product investigation, the electrical resistance readings of the dp sensor line was below spec, reading at 108 ohms. The resistance from sensor v+/v- should fall between 3900 and 5000 ohms. There was no biomaterial or damage observed on or around the sensor. There was no blood observed in the blue handle and no holes were found in the catheter. The cause of the placement signal issue was most likely and electrical short in the dp voltage line, as the resistance readings were below specification, but the cause of the short was not determined. Device history lot: device lot number: 1899487. Device history batch: dp sensor subcomponent lot: 2025532117. Device history review: pump sn (B)(6) passed all post sterile inspection criteria.